Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out procedure, the atrial lead exhibited noise, high pacing thresholds and low impedance. The insulation was noted to be damaged due to friction to the device can. Since the patient was allergic to metal, gore-tex was used to wrap the lead. The lead remained implanted.